Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
Pump was returned to animas due to pump not registering prime step. Investigation revealed partially dislodge force sensor pins. This report is being made based on the eval results.